Event description:
The manufacturer received information alleging a ventilator's would not trigger pt breaths. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the complaint was not duplicated. The ventilator was found to trigger pt breaths as designed. During the evaluation other issues with the device were observed. The device is still being evaluated. A follow-up report will be submitted when the manufacturer's investigation is complete.